Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccurate values on (B)(6) 2013. The device gave a reading of 200 while the blood glucose measurement gave a reading of 130. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.